Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of damage to their insulin pump. The customer states there is a crack on the top right corners and bottom left corner of their insulin pump. The customer states there was a paramedic call made for the customer's unconsciousness. The customer states their levels dropped to 24mg/dl and paramedics responded. The customer's most current level was 150mg/dl. The customer was treated with glucose paste that was placed under the tongue. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.